Event description:
A malfunction was reported on the pump after it got wet. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.